Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 158 mg/dl. The customer did not recall any significant event leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to flattened dome switches. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.